Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, before closing on tissue, the jaws of the device would not open. The handle was used to try to force the jaws open, which did not work. The device was removed from the case. There was no tissue in the jaws when the issue occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.